Manufacturer narrative:
(B)(4). A follow up report will be sent when the investigation is completed.

Event description:
A battery caught on fire and burned a hole through the casting on one of the batteries resulting in battery acid leakage within the ups cabinet. There was no report to a pt, operator or service personnel.